Event description:
The device distributor reported that fluid drips when the device door is closed. Zyno has requested but the distributor has yet to provide info regarding to the actual event. Zyno medical llc is not clear if the event happened at end of user facility or at the distributor service site.

Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the flow rate outside of specification. Pump was replaced. Further analysis will be performed. Corrective actions will be identified and implemented.